Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was "excessive fiberlive activity" @ 16 minutes and 21 seconds and 105,880 joules of use. The procedure was completed using a second fiber. Patient outcome: "patient was not injured during procedure".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited scratch marks at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.